Manufacturer narrative:
Review of manufacturing and sterilization records for involved product did not highlight any pre-existing anomaly or non-conformity relevant to the issue. The manufacturer will provide a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026 due to disassembly of reverse liner. Previous surgery occurred on december 30th 2025 when the following smr reverse configuration was implanted: - smr connector small std (part number 1374.15.310, lot 2500908, sterilization (B)(4)), - smr glenosphere ø 40mm (part number 1374.09.121, lot 2501638, sterilization (B)(4)), - smr reverse humeral body short (part number 1352.15.005, lot 2507908, sterilization (B)(4)), - smr reverse liner +6mm d.40mm (part number 1365.50.820, lot 24at3ve, sterilization (B)(4)). During revision the above-mentioned liner was removed and replaced with a new thinner reverse liner +3mm dia40mm (pn 1365.50.815). Surgery was completed as intended. The patient is male, date of birth (B)(6) 1960. The event occurred in the united states.